Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter during use. This occurred with 2 catheters. The following information was provided by the initial reporter, translated from (B)(6): "about 10am a puncturing procedure was being performed with an underage, when the catheter was removed it was observed the protector with bent tip and the needle by its side (needle through catheter.), the procedure was going to be performed with another device and at the moment of removing it to search/probe the vein it was observed a fracture in protector. Due to both issues, no catheter was placed in the underage patient." "It's a needle through catheter issue, and it may has happened due to handling during use. The customer notifies two catheters damaged by the same situation, from same batch."

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter during use. This occurred with 2 catheters. The following information was provided by the initial reporter, translated from spanish: "about 10am a puncturing procedure was being performed with an underage, when the catheter was removed it was observed the protector with bent tip and the needle by its side (needle through catheter...), the procedure was going to be performed with another device and at the moment of removing it to search/probe the vein it was observed a fracture in protector. Due to both issues, no catheter was placed in the underage patient." "...it's a needle through catheter issue, and it may has happened due to handling during use. The customer notifies two catheters damaged by the same situation, from same batch."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1099559, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process.